Event description:
It was reported that the fiber was firing forward. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
With the available information, boston scientific concludes that the reported forward firing event was confirmed through analysis of the media provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU).

Event description:
It was reported that the fiber was firing forward. The procedure was completed with another device. There were no patient complications.